Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint by the mechanical engineer (me) on the v60 indicating that while performing pre-use checking, it was observed that the device was getting an error code 1109 proximal pressure sensor auto zero failed message. It was reported there was no patient involvement at the time the issue was discovered. The authorized service provider (asp) evaluated the device and could not duplicate the reported problem. Since occurrence record of "check vent: machine pressure sensor auto zero failed" (diagnostic code: 1109) was confirmed in the event log, the solenoid valves 2 and 4 were replaced. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Based on information provided and/or service performed it was not confirmed unit did not meet product specifications, could not duplicate reported problem. The solenoid valves 2 and 4 were replaced for preventative measures.

Manufacturer narrative:
The removed solenoids x-valve was returned to the product investigation lab (pil). The pil technician installed the solenoids x-valve into a pil ventilator to duplicate the reported issue. Visual inspection of the solenoids x-valve revealed no evidence of damage or contamination. Pil tech performed the testing and verified and confirmed that no alarms or fault related diagnostic codes were generated during the standard test bed (stb) operation with suspect solenoid installed into it. Pil could conclude that no problem/fault found related to one of the returned suspect solenoid. Regarding the other solenoid, after verification of a broken port due to physical damage, no further investigation could be performed.